Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that during the puncture of the device, the colored component of the product (catheter barrel) was observed to be broken. It was found that, during the infusion, there was leakage from the external part of the device.

Manufacturer narrative:
Investigation results: in addition to the fact that no records were found during the analysis of the batch history and non-conformity records, there is no evidence that could lead to this complaint, no photos were provided for analysis of this complaint, and it is not possible to confirm this complaint. For a detailed analysis, the presence of the sample and/or photos of the claimed defect would be necessary. Based on the results of the investigation, to date a root cause has not been determined for this complaint.

Event description:
No additional information.